Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during fill tubing. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with cracked battery tube threads, a cracked belt clip slot at the battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and minor scratches on the lcd window.